Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant there were high thresholds on the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.